Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Additional concomitant medical products: 429688 lead; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high and undefined pacing impedance. The lead was oversensing as noise and non-physiologic non-sustained ventricular tachycardia episodes were noted. This was determined to be a setscrew issue with the implantable cardioverter defibrillator (ICD). The device remains in use. No patient complications have been reported as a result of this event.